Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported the patient received the following results within 10 minutes: 83 mg/dl, 91 mg/dl, and 44 mg/dl. The patient experienced hypoglycemia symptoms of shaking and vomiting. The patient was treated with glucose by his parents.